Event description:
The customer reported after interrogation of a sorin pacemaker, the patient went into complete av block and started to convulse because the implanted pacemaker stopped pacing. They immediately started with external cardiac massage and brought the patient to the cath lab. There they implanted an external pacing lead but they where not able to pace with the external 5391 pm. They changed to another ext. Pm (5388) and it worked. The device will be send back for a functionality test.